Manufacturer narrative:
No ramping numbers noted. Unit powered up properly. No blank display noted. All operating currents are within specs. Unit passed displacement test. Received unit with corroded electronic assembly and corroded motor assembly. No unresponsive buttons noted. All buttons function properly; however, unit had moisture on keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer called in to report fluid in insulin pump due to getting caught in a rainstorm. Customer stated that the insulin pump was vibrating without any alarms or alerts. The customer reported a blank display and a constant tone occurring. The customer also stated that the numbers on the insulin pump had been scrolling while attempting a bolus. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.